Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon catheter (iabc) was found to have ruptured by the nursing staff, the indications were an occlusion alarm, rounded waveform and rusty colored particles in tubing of catheter. The catheter was taken out and a new catheter was successfully, inserted. There was no patient death reported. Patient current condition reported to be critical.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab bladder has a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon catheter (iabc) was found to have ruptured by the nursing staff, the indications were an occlusion alarm, rounded waveform and rusty colored particles in tubing of catheter. The catheter was taken out and a new catheter was successfully, inserted. There was no patient death reported. Patient current condition reported to be critical.